Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the prime process. The patient's blood glucose at the time of incident was 438 mg/dl, and he has no back-up plan to treat the hyperglycemic episode. Troubleshooting was initiated for the rewind and prime issue. The customer did not recall any significant events leading to the force sensor issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.